Event description:
It was reported that the implantable pacemaker was changed last year to unipolar configuration due to this right ventricular (rv) lead exhibited high pacing impedance greater than 3000 ohms. During the routine follow-up today, the unipolar impedance was stable and within normal measurements at 561 ohms. The bipolar pacing impedance was checked and was still greater than 3000 ohms. The physician advised the rv lead will be replaced. At this time, the lead replacement has not been scheduled. The device and lead remain in service. No adverse patient effects were reported. Additional information advised that the implantable pacemaker alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended on this right ventricular (rv) lead. The most recent in-office measurement showed a high rv lead pace threshold at 7v (volts) at 2.0ms (milliseconds). This alert will not retrigger until the device is interrogated with a programmer. The device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker was changed last year to unipolar configuration due to this right ventricular (rv) lead exhibited high pacing impedance greater than 3000 ohms. During the routine follow-up today, the unipolar impedance was stable and within normal measurements at 561 ohms. The bipolar pacing impedance was checked and was still greater than 3000 ohms. The physician advised the rv lead will be replaced. At this time, the lead replacement has not been scheduled. The device and lead remain in service. No adverse patient effects were reported.